Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the interlock device was returned for analysis. It was observed that the main coil was bent and stretched at the coil arm section, the main coil lost its form, and the main coil was detached at the zap tip section. The coil dimensions that could be measured were inspected and found to be within specification.

Event description:
Reportable based on device analysis completed on 01aug2025. It was reported that the coil was unable to advance in the catheter. A 12mm x 40cm .035 interlock 2d was selected for use in an embolization procedure in the renal artery. During the procedure, the device could not be delivered out of the catheter. The physician tried to withdraw it many times but still could not release it. The device was removed. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure. However, device analysis of the returned device revealed the main coil was detached at the zap tip.